Manufacturer narrative:
The customer's reported complaint description of port malfunctioned cannot be confirmed since no port/catheter product was returned. Without receiving product for evaluation a root cause of this event cannot be determined. In addition, a specific device malfunction failure mode (e.g. Occluded, difficulty aspirating/flushing, leaked, etc.) Was not reported. Port was in situ for treatment use for more than 54 months. A device history record (DHR) review of the indicated packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging lot for similar port malfunction issue. The catheter and locking connector (e.g. Blue boot) are provided as separate components within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with locking connector) during the implantation procedure. There is no indication that the port assembly/packaging/sterilization was a contributing factor to the port malfunctioned event since this occurred more than 54 months after the port implant procedure. Labeling review: the directions for use (dfu) that is supplied with this port device contains the following statements: warnings absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions: for peripheral placement, irritation to the vein, resulting in postoperative thrombophlebitis, has been associated with guidewire and introducer insertion. When using percutaneous introducers: to avoid blood vessel damage, do not allow the percutaneous introducer sheath to remain indwelling in the blood vessel without the internal support of a catheter or dilator. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. After any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilized. Air embolism, clot formation, fibrin sheath, infection, inflammation, occlusion, thromboembolism, thrombophlebitis, thrombosis. Post-operative care the incision site should be monitored for signs of infection, inflammation, hematoma, device rotation or erosion. Routine wound care should be given to these sites. The smart port CT implantable port may be used immediately after verification of catheter placement. Instruct patient to avoid any heavy exertion or strenuous activity during the first few days after surgery. General guidelines each access of an angiodynamics smart port CT implantable port should be performed using aseptic technique follow institutional universal precautions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2015, plaintiff underwent placement of an angiodynamics smartport product, reference number: ct96stsd; lot number: 4833030. The device was implanted by dr. (B)(6), at (B)(6), for the purpose of providing venous access and for medications to treat her crohn's disease. (Port 1 revision) upon information and belief, on (B)(6) 2016, dr. (B)(6) preoperative diagnosis for plaintiff was "poor venous access and need for port-a-cath with a malpositioned port". Dr. (B)(6) proceeded to perform a revision/replacement of the previously placed smartport. However, only the port hub was removed and replaced with a new port hub. The previously placed smartport catheter remained. Surgery was done at (B)(6). (B)(4), 1317056-2025-00245) . (Port 1 removal, port 2 placement) on (B)(6) 2017, dr. (B)(6) removed the previous portacath and catheter and implanted a new smartport with reference number: ct96stsd; lot number: 5089596. This surgery was performed at (B)(6). Dr. (B)(6) preoperative diagnosis for s.r. Was "poor venous access with poorly functioning port-a-cath". (B)(4), 1317056-2025-00246). (Port 2 removal, port 3 placement+) on (B)(6) 2018, dr. (B)(6) removed the smartport and implanted another new smartport with reference number: h787ct96stsd0; lot number: 5312598. This surgery was performed at (B)(6). Dr. (B)(6) preoperative diagnosis for plaintiff was a "malfunctioning port-a-cath". (B)(4), 1317056-2025-00247) in december 2022 plaintiff had and office visit with dr. (B(6) who is with (B)(6). (Port 3 removal, replaced with competitor port 4) on (B)(6) 2022, dr. (B)(6) removed the last smartport and catheter and replaced it with a new portacath manufactured by a company other than angiodynamics. This surgery was performed at (B)(6). Dr. (B)(6) preoperative diagnosis for plaintiff, was "a nonfunctioning central venous catheter and access port." (B)(4), .) Presently, the portacath implanted by dr. (B)(6),in (B)(6) is functioning well.